Event description:
A customer reported encountering cgm error 42, but after a pump reset guided by technical support, the error did not reoccur. The customer's blood glucose level was not adversely impacted. The issue was resolved successfully as the customer managed to start their sensor session without further problems.